Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, emotional distress, bladder leakage, insomnia, nausea, depression, and mesh erosion. No further information has been provided.